Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported. Additional information indicated that this lv lead exhibited high thresholds and high impedance measurements of greater than 2000 ohm. This lead would not return. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported.